Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp fails the zero flow mode test. The failure occurred during service in the getinge national repair center. A getinge service technician (fst) was testing the zero flow mode of the cardiohelp by running it at 2000rpm. When the zero flow mode is on the rpm's were not going to zero. The rpm strip is not showing a reading and the flow meter is showing zero. No parts were replaced as it was confirmed by the getinge technical support that the behavior that is shown on the video and described by the fst is normal and not an error. The log file analysis shows no malfunction of the cardiohelp. Getinge technical support reproduced the scenario and came to the conclusion that: the flow goes to zero, but the rpm stay on a certain number. This has the reason of the backflow prevention. Internally in the cardiohelp, a constant flow measurement takes place. Depending on the measurement result, the rpm will be kept on a certain number to prevent the backflow. Since the measurements always take some time, there may be fluctuations when adjusting. Thus, the root cause could be traced back to a misinterpretation of the fst. According to the instruction for use (IFU, chapter: 6.3.2 zero flow mode) in the zero flow mode, the cardiohelp-I aims at a flow of 0 l/min by controlling the pump accordingly. In this way, a backflow can be prevented. Moreover, in the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2022-09-29. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "cardiohelp fails zero flow mode test" could not be confirmed. The getinge service technician will be informed about the results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that cardiohelp fails zero flow mode test during service. No harm to any person has been reported. Complaintnumber: (B)(4).